Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain more information regarding the "adverse events", despite reasonable attempts to obtain additional information, three (3) by phone & one (1) email, no additional information was provided. A lumenis service engineer visited the site six days after the reported event and examined the subject device. The engineer performed diagnostics of the alleged adverse events. An inspection of the cooling system found it working properly. A "wet towel test" was performed and failed. It was found that the epi temperature sensor had failed. The engineer ordered a new et hand piece to rectify the issue. A lumenis technical expert reviewed this complaint and described that the sapphire tip of the et handpiece is cooled to 2°c during treatment to reduce pain during a hair removal treatment. Once the epi sensor fails the laser will subsequently stop. Once the sensor temp is crossing the 7°c the system will also stop until the sapphire temp will reduce below 7°c - the set point during treatment is 2°c. The lumenis technical expert further noted, "there is no way to create a burn as from this reason", as it is highly unlikely that the "adverse event" reported was a burn, nor a result from this epi failure. Due to no response from the facility and lack of additional information, lumenis could not determine the severity of the "adverse events"; in an abundance of caution lumenis is reporting this event.

Event description:
A user facilty reported adverse events with a "couple of patients" while utilizing their lumenis lightsheer duet et handpiece.